Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump went through three batteries in one week. The blood glucose reading was 560 mg/dl. The customer does no use rechargeable batteries and does not perform excessive button pressing. The back light was not used frequently. There were no unattended alarms. The customer did not upload frequently. The customer was sent a new battery cap and was advised to monitor the issue and call back if the issue persisted.